Event description:
It was reported that the valve was implanted in 2005. The surgery was a sub-occipital craniotomy & tumor resection. A csf leak occurred and the pt was admitted to the ER in 2005. The diagnosis csf leak with meningitis. The pt is still hospitalized, but durepair has not been explanted to date. Per clinical study coordinator, the treatment thus far has been antibiotics (no steroids). Per dr. Used the ancillary product duraseal during closure. Dr. Continues to monitor this subject's progress via cts, chest x-rays & lab work.